Event description:
The nurse walked by the patient's room and found the patient between the top and bottom siderails. All 4 rails were up. The bed was in the high position and the nurse is not sure if the patient had a foot touching the floor. The patient had a trach and was receiving oxygen to the trach but the oxygen was dislodged. The patient was put back in the bed, found to be not breathing and apneic. The patient was a dnr, do not resuscitate, and no attempts were made to resuscitate.